Event description:
It was reported that the issue with the pump was the printed circuit board (pcb) and main board, however the customer reported problem should be auxiliary control unit (acu) watchdog and primary audible alarm post error. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection the top case was chipped out on the lower left corner and the right plunger case was cracked. A review of the event history log identified primary audible alarm post and auxiliary control unit (acu) watchdog failure. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional tests which passed.